Event description:
Dealer wants to replace the right side because the unit was compromising for the right side. Additional reportable malfunction for this device: prid 324050 - wheel issue; prid 324090 - chair goes in circles.